Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11026. It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified distal superficial femoral artery and the popliteal artery. A 4.0 x200 135cm charger¿ balloon catheter was advanced but failed to cross the lesion. The device was exchanged with a 4.0 x80 135cm charger¿ balloon catheter. However, the balloon ruptured. A 4.0 x40 135cm charger¿ balloon catheter was then advanced but the balloon also ruptured. The procedure was completed with a 4.0 x 200x 135cm balloon. No patient complications were reported but the case was delayed a little longer.